Manufacturer narrative:
Result: ground resistance open on power cord (no exposed bare wires present).

Event description:
It was reported by the customer that there was a bad ground cable. No pt involvement or adverse consequences were reported.